Event description:
Patient is a female, with a medtronic entrust d154atg dual chamber primary prevention ICD has never had arrhythmias requiring shocks. Visited today on our request, because her home telephone shows: "charge circuit inactive", "no therapies will be delivered", and device had unexpected and prematurely reached eol with no prior eri, charge time now greater than 30 sec, "charge circuit timeout occurred". In clinic today, patient had no complaints. Device interrogated: all abnormalities above were verified. Attempt to reform capacitors resulted in oversensing noise on a and v channels -we have the tracings on file- and device could not complete charge - the diagnostics had incomplete data -- truncated so that there were graphs without any entries in 2009, for the impedance graphs sensing amplitude and capture threshold graphs okay- -also has a fidelis lead and 3 nonphysiologic intervals total; rvlia is active. Impression: device prematurely and suddenly reached eol in an atypical fashion, with no prior eri; cannot charge or deliver shocks now. Diagnostics appear affected. Full data saved to disk at our clinic. Plan: explant device and return to manufacturer for destructive analysis as soon as patient is clinically appropriate for procedure.